Event description:
In 2009, the pt reported she occasionally has an issue with the up button on her insulin infusion device. She said she feels it is not responding because she does not hear a beep and her blood glucose levels have been elevated. On follow up with the pt, the pt stated her blood glucose elevated to the 300-500 mg/dl range with her target range being 80-120 mg/dl. Symptoms were thirst and headache. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.